Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis (pd) effluent was clear (previously reported as the patient recovered but the pd effluent remained a little turbid).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as the onset of the peritonitis. The patient was treated with injection vancomycin intraperitoneally (ip) (1 gram loading dose) and injection amikacin ip (dose and frequency not reported) for the event. At the time of this report, the patient was recovering from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the event of peritonitis but patient's fluid was little bit turbid. No additional information was available. Should additional relevant information become available, a supplemental report will be submitted.